Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300-489 mg/dl). Reportedly, the customer's pancreas is "dumping insulin", and the pump settings need to be adjusted. Customer delivered boluses and administered manual injections to address elevated bg levels. Reportedly, the customer will discuss the reported issue with customer's health care professional.